Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, the pulse generator was exposed to active electrocautery. The following day a device interrogation reveled that the generator displayed a false elective replacement indicator. The issue was successfully resolved by reprogramming the device. The patient was discharged.